Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the door would not fully open. This occurred at the end of a case after the final spin. Fse walked the site through manually opening the door. Patient was present. There was less than unknown surgical delay and no impact on patient outcome.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and door failed to fully open or close. Door could be opened or closed manually. Removed covers, inspected door winch and door cable, everything looked normal. Tried swapping out the gantry motion controller, with no change. Logs were showing "motion on the "gantry" controller's "door" axis failed due to position error tolerance being exceeded." Updated quote for door winch replacement. Returned to site, replaced door winch. Reset door open count. Fully opened and closed door 15 times with no issues. Completed system checkout. System was fully functional at this time. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6): the door winch assembly was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, confirmed reported complaint, test door winch drive assembly with motion cart, the motor would intermittently lock-up going forward or backwards. Faulty winch drive assembly. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot #:(B)(6) rev. 1, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.